Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mixed mr with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2018, the patient presented with fatigue and shortness of breath. An echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 4. The patient was confirmed to be stable. On (B)(6) 2018, a second mitraclip procedure was performed for treatment. One clip was implanted, reducing the mr from 4 to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr), dyspnea (shortness of breath) and fatigue as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported worsening mr was likely a result of patient/procedural conditions due to the slda. The reported dyspnea and fatigue were symptoms related to the slda and increased mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Correction - expiration date was corrected from 09/28/2017 to 09/28/2018.